Manufacturer narrative:
Concomitant medical products: 694958 lead, implanted (B)(6) 2007; dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. The lead was explanted and replaced. The right ventricular (rv) lead exhibited high impedance, undefined impedance, oversensing, oversensing-noise, and was possibly fractured. The lead was reprogrammed and was later explanted and replaced. No further patient complications have been reported as a result of this event.